Event description:
Patient was undergoing surgery, and the laparoscopic sealer/divider was opened to the field. The device was plugged into the generator and the button was deployed to activate the device. The device did not activate and was removed from the surgical field. A new device was used that functioned properly. No patient harm.